Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the patient's blood glucose (bg) has been around 40mg/dl with symptoms of mild to moderate shakiness and hunger for the past three days. The patient's bgs are reportedly treated with glucose tablets and juice. The reporter denied any pattern to the low bgs and stated that they occur at different times of the day. The reporter insisted that the pump be replaced, alleging that the pump was malfunctioning. The patient is reportedly to be started on a back-up plan for insulin delivery. Customer technical support reviewed the pump with the reporter and found all settings and histories to be correct. The reporter denied any illness, change in diet or activity, and denied any site issues. Troubleshooting indicated the pump was delivering as programmed, however this complaint is being reported due to the patient's alleged hypoglycemic incident and due to the allegation of a non-specific pump malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation follow-up # submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The tdd¿s were reviewed and add up correctly to reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. There were no alarms or errors related to the complaint in the black box or alarm history, only typical usage was observed. The black box shows on (B)(4) 2013 at 13:17 the pump was suspended; deliveries resumed (B)(4) 2013 14:56. The last bolus was on (B)(4) 2013 and the last basal delivery was on (B)(4) 2013. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.